Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00578. The user facility's biomedical engineer (biomed) troubleshoot the reported issue and determined that the occlusion was very hard to move even without tubing. The biomed stated this problem happened quite some time ago. The perfusionist (ccp) who had the problem is no longer with the perfusion group or at that medical facility. During laboratory eval, the reported issue was duplicated. The product surveillance technician (pst) rotated occlusion knob clockwise and counterclockwise, and observed the occlusion knob to be harder to rotate compared to the occlusion knob on lab-use only (luo) roller pump. The pst removed the occlusion knob and observed the absence of apg2 lubricant on internal threads of the occlusion knob. Exterior inspection revealed no signs of abuse or damage. The roller pump was sent to service to be brought to manufacturers specs before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump's occlusion was rough. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.